Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to migration of the device. The cylinders were crossed over and the right cylinder migrated from the right corpora to the left corpora. A tactra device was implanted in place of the ipp. The patient experienced pain. A patient outcome of fully recovered was reported.